Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Potential air entrapment or a connection issue was suspected. This product remains implanted and in service. No adverse patient effects were reported.